Event description:
Patient had recently placed peg (percutaneous endoscopic gastrostomy) in ir (interventional radiology). There are 2 luer-lock ports on device. Both ports are plastic and had broken off. One port was found at bedside table with broken port was still attached to syringe. Attempted to give medications and tube feed bolus and unable. There was no longer a way to attach a syringe. Patient not a candidate for replacement as within 30-day window of being placed. They suggested removing broken end piece and replacing with lopez valve. Spoke to md and she assisted this rn bedside to change device and replace with lopez device.